Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3grx, serial number/date code (B)(4) is approximately 3 years 10 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the joystick is allegedly locking up and saying "goodbye". Dealer to troubleshoot further. No injury alleged.

Event description:
Dealer alleges that this chair has had at least 3 replacements of the joystick due to it locking up during use and the only way to reset it is to unplug it and then reconnect. No injury alleged.